Event description:
It was reported that during a follow up one day post implant the pace impedance measurements decreased, the r wave sensing decreased, and the pacing thresholds increased. A lead dislodgment was suspected. A possible revision was discussed. No adverse patient effects were reported. The lead remains implanted.

Manufacturer narrative:
This report is being filed to correct the initial reporter section.

Event description:
It was reported that during a follow up one day post implant the pace impedance measurements decreased, the r wave sensing decreased, and the pacing thresholds increased. A lead dislodgment was suspected. A possible revision was discussed. No adverse patient effects were reported. The lead remains implanted.